Event description:
It was reported that high impedances were measured on the left lead and low impedances were measured on the right lead. The following impedances were measured: c-4 = 9600, c-5 = 9500, c-6 = 5455, c-7 = 4821, 4-5 = 4679, 4-6 = 6394, 4-7 = 7030, c-0 = 24677, c-1 = 25487, c-2 = 25487, c-3 = 26130, 0-3 = 4600, and 1-2 = 293 ohms. The left lead was programmed to 5-, 6+ at 4.5v, 210 usec, and 130 hz. The right lead was programmed to 1-, 2+ at 4.5v, 210 usec, and 130 hz. Therapy impedances were measured to be 2188 ohms on the left side and 3160 ohms on the right side. X-rays were done. The leads were broken and new leads were to be implanted during a revision. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# 0204477576, implanted: (B)(6) 2014, product type: lead. Product ID: 3387-40, lot# 0204479587, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that impedances were routinely measured during the patient's follow up appointment. The measurement revealed breakage of both electrodes. The patient had experienced a return of dystonic symptoms. There were no patient activities that could have caused the damage to the system. The leads were explanted and replaced on 2015-(B)(6).